Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that 6 of the 10 electrodes in the patient's bladder stimulator were broken since (B)(6) 2015. The bladder stimulator was implanted about a year ago. The patient wanted to know if the device could be effective with 4 electrodes. The patient was having issues with leakage and tried to change programs and settings. The patient was increased too high by their health care provider's (hcp's office and it was affecting their bowel. The device was decreased and now the patient was starting to leak again. The patient tripped 1 week ago, but was having issues before the trip. The patient mentioned having a colon resection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.